Event description:
It was reported that the patient's lead became dislodged. It was also reported that during the lead revision the lead could not be placed due to the patient's anatomy. During the revision forcing the coil caused damage to the lead. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and no anomalies were found. However, the defibrillator conductor was distorted. There was blood in/on helix/lobe mechanism. Apparent explant damage was also noted.